Manufacturer narrative:
Date of postoperative plate breakage is unknown. Additional device product codes: hwc, ktt. Date of implant is unknown. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with locking compression plate (lcp) on an unknown date to treat a periprosthetic fracture. The plate broke postoperatively on an unknown date. The fracture failed to heal and the plate broke in situ. The surgeon believes the plate breaking is due to the non-union of the fracture. During revision surgery the flexible reamer broke. This report addresses the postoperative plate breakage. The intraoperative flexible reamer breakage during revision surgery has been captured under linked complaint (B)(4). Concomitant device reported: screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 4.5 mm curved broad lcp(tm) plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part: 226.682s, lot: 9028958, manufacturing site: (B)(4), release to warehouse date: 04. July 2014, expiry date: 01. June 2024. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed for the subject device: based on the investigation results, this complaint is rated as confirmed because the plate is broken as claimed by the customer. However, this complaint is rated not valid from the manufacturing point of view since no deviations were found in the documentation as well as during this investigation all relevant measurements performed are according to the specifications. The used material was conforming the iso norm 5832-1 for wrought stainless steel implants for surgery. This lot was manufactured in july 2014 with a lot size of 11 pieces and we are not aware of any other complaint for this article- and lot number combination. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, like the mentioned non-union, did lead to a fatigue failure of the plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: reamers (part # unknown, lot # unknown, quantity unknown).